Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4) (the manufacturer) and (B)(4) (the importer). (B)(4). The actual pump involved in the reported event and/or the pump logs have not been returned for evaluation at this time and the investigation is on going. A follow up report will be submitted when the evaluation results become available.

Event description:
As reported by the user facility. Reports received pump back to biomed with note saying door won't close and rate inaccurate. Spoke with customer (B)(4) 2013, reports occurred sometime in the last month. No known pt injury. He was unable to expand on what was meant by rate not accurate, but it was being used on pt when pump was returned. No further info is available.